Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported precedex was associated and infusing without incident. The clinician left the room, and the device began beeping. The second channel powered on and displayed on the pcu screen a propofol infusion. This was reported to manufacturer representative onsite. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of an unspecified patient event could not be confirmed. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The pcu or the system logs were not provided. Received customer photos of pcu with attached pump modules, the first photo shows the pump module with a channel assigned, and for the second photo the pump is standby mode and the pcu in programing menu of propofol. The bd alaris systems manager user manual v12.5 states the following: if difficulties are encountered while using this software, refer to the user manual, service manual, or related service bulletin(s) before contacting bd. Provide a description of the difficulty experienced, any messages that were displayed at the time of the difficulty, and the software version. Report any serious incident that has occurred in relation to this product to your bd representative (or manufacturer). Wireless network coverage cannot be guaranteed and is intermittent in nature, as a result, bd cannot guarantee the communication of all or any data. Systems manager is designed to minimize these incidents but cannot eliminate them. The limited information provided suggests this complaint is related to the customer¿s interop issues involving the bd alaris¿ systems manager. Investigation on the bd alaris¿ systems manager is handled in (B)(4). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue was unable to be determined from the provided photos alone. The suspect device was not returned for this investigation and no additional event information was provided. However, the limited information provided suggests this complaint is related to the customer¿s interop issues involving the bd alaris¿ systems manager. Investigation on the bd alaris¿ systems manager is handled in (B)(4).

Event description:
It was reported precedex was associated and infusing without incident. The clinician left the room, and the device began beeping. The second channel powered on and displayed on the pcu screen a propofol infusion. This was reported to manufacturer representative onsite. There was patient involvement however no patient harm.